Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient¿s legal counsel reported patient underwent unknown arthroplasty on an unknown date. Limited information has been received about this event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified additional information was received in patient's medical records indicate the patient underwent a right hip revision procedure approximately 10 years post-implantation due to pain. During the procedure, mechanical failure, patella fracture and wear of the polyethylene tibial bearing were noted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported patient underwent unknown arthroplasty on an unknown date. Limited information has been received about this event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-01305.